Event description:
It was reported that pump touchscreen was not always responsive. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support to report these issues, and no additional information was received regarding further actions or the outcome of the event.